Event description:
The subject device was returned for analysis and the device investigation revealed that the subject guidewire was broken/fractured during use and the polytetrafluoroethylene (ptfe) coating was seen to be damaged at 41cm from the proximal end. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the guidewire was seen to be broken/fractured 205 centimeters (cm) from the proximal end. The guidewire distal end was seen to be kinked/shaped. The guidewire polytetrafluoroethylene (ptfe) was seen to be damaged 41cm from the proximal end. The core wire distal end was observed through the distal tip. Functional inspection could not be carried out due to damage. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event was confirmed based on analysis of the returned device. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that during the procedure, the physician attempted to guide the flow diverter stent microcatheter into position using the subject guidewire. However, despite multiple attempts, the guidewire could not be advanced into the target vessel. The physician noted that the guidewire felt significantly different from usual, so it was withdrawn and replaced. Additional information provided by the customer indicated that the device was prepared for use as per the directions for use. There was no damage noted to the packaging prior to opening the packaging. The device was confirmed to be in good condition during preparation/prior to use on the patient. The continuous flush was set up and maintained throughout the clinical procedure. The device was returned for analysis, and it was noted that the guidewire was seen to be broken/fractured at 205 cm from the proximal. The guidewire distal end was seen to be kinked/bent. The guidewire polytetrafluoroethylene (ptfe) was seen to be damaged at 41cm from the proximal end. The core wire distal end was observed through the distal tip dome. The guidewire passed all the dimensional inspection. The functional inspection was not carried out due to damage to the guidewire. There was evidence of scraping and peeling of the ptfe guidewire coating along the guidewire at 41cm from the proximal end. The peeling/scraping most likely occurred while removing the device from the hoop. The reported event could not be replicated due to damage to the returned device; however, the analysis results are consistent with the reported event. Based on a review of all available information and the analysis of the returned device it is probable that due to handling of the device during use caused as analyzed events: guidewire broken/fractured during use, guidewire ptfe coating peeling and guidewire distal end/tip kinked/bent. The as reported events: device difficulty engaging target vessel will be assigned a probable cause of procedural factors as this complaint appears to be associated with a product that met company¿s design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use. The as analyzed events: guidewire broken/fractured during use, guidewire ptfe coating peeling and guidewire distal end/tip kinked/bent will be assigned a probable cause of handling damage because this complaint appears to be associated with handling of the product or portion of the product during the procedure.